Event description:
Surestep meter was not powering on. This issue was not resolved with troubleshooting. The meter would not turn on when the power button was pressed. The batteries were last replaced less than 1 year ago. They were feeling tired and sleepy and contacted a medical professional for advice. They were not given any treatment. This case is reported as a meter malfunction provided. A replacement meter was sent to the pt.